Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time.

Manufacturer narrative:
This information was inadvertently left off the previous emdr. We are correcting this information now. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(4) 2011 - litigation papers received. Added femoral head and changed total hip to cup. Also added patients date of birth and date of implant. Medwatches have been updated. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.